Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels 60-300 mg/dl. During troubleshooting with tandem technical support it was found that the am/pm time settings were set incorrectly. Reportedly, the customer set the time incorrectly when adjusting the time for daylight savings. Customer delivered a bolus, adjusted the carbohydrate ratio, and adjusted the correction factor to address elevated bg levels, and ate food to bring address low bg levels.